Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4)

Event description:
It was reported that patient underwent total knee arthroplasty prior to 2000. A revision procedure has been indicated due to instability; however, no revision procedure has been reported to date.